Event description:
On (B)(6) 2010, patient reported that her infusion device displayed an e2 (battery depleted) alert without giving an a2 (low battery) alert. Pt stated then on (B)(6) 2010, her infusion device screen went blank. Patient reported she changed to a new battery and the infusion device screen remained black after changing the battery. Had pt change to a new battery cover, but the screen was still blank. Verified pt was inserting the battery properly. Pt has already switched to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.